Event description:
Spinal needle broke off from hub during spinal insertion and had to be removed from patient surgically, under fluoroscopy. There was no adverse patient outcome as a result of this event.